Event description:
Champion-af study. It was reported that the patient had a mediastinal hematoma. Prior to the procedure aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and a deployed device diameter of 21.1 mm. The patient was discharged from the hospital the same day. There were no patient complications that were reported to have occurred. One (1) day post procedure the patient presented to the hospital with complaints of chest pain and shortness of breath. A computed tomography (CT) scan showed that the patient had a mediastinal hematoma. The patient was hospitalized with pressor support to treat for this event. Ten (10) days after presenting to the hospital the event was considered to be resolved.